Event description:
It was reported that wire fracture occurred. A 1.50mm rotalink plus and rotawire were selected for use. During testing outside the patients body, it was noted that the wire fractured. The wire was attempted to be replaced, however the new wire would not pass through the lumen of the burr. It was noted that portion of the fracture wire remained inside the burr. The burr did not enter the patient's body. A new burr was opened and the procedure was completed. No patient complications were reported.

Event description:
It was reported that wire fracture occurred. A 1.50mm rotalink plus and rotawire were selected for use. During testing outside the patients body, it was noted that the wire fractured. The wire was attempted to be replaced, however the new wire would not pass through the lumen of the burr. It was noted that portion of the fracture wire remained inside the burr. It was further noted that, the wire broken from its proximal distance, just 124 cm of wire. The burr did not enter the patient's body. A new burr was opened and the procedure was completed. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the wire was broken from its proximal distance, just 124cm of wire and were returned as part of the complaint. The distal tip was stretched and slightly bent. Dimensional inspection revealed that the overall length could not be measured due to the condition of the device. The outer diameter (od) of the distal tip, middle and proximal section of the device were within specification.